Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer experienced a blood glucose (bg) level of 323mg/dl and moderate ketones. A correction bolus via the pump was delivered to address the bg level. The contact changed all of the customer's pump supplies and resumed insulin deliveries. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.